Manufacturer narrative:
Follow-up #1 date of submission 06/17/2014-device evaluation:the pump has been returned and evaluated by product analysis on 06/12/2014 with the following findings:a review of the pump black box data indicated a low battery warning; however, no evidence of excessive battery usage was found. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap did not secure properly to the pump; however, the pump powered on and a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the pump battery life did not last as long as expected. Allegedly, the pump emitted frequent low battery warnings, and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.